Manufacturer narrative:
Only a pink ultra infusion sleeve and a content label were returned. Numerous debris was inside and outside the infusion sleeve. The product was sent to the particle lab. Microscopic examination showed numerous fibers adhered to the sleeve. The white fibers were then isolated and analyzed and the best match was found to be fibers (natural fibers). The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the root cause of the fibers found on the sleeve could not be conclusively determined. Although the complaint was confirmed; the root cause of the reported event could not conclusively determine how the fibers made it on the sleeve. No further investigative or manufacturing actions are warranted at this time. The manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material. Additionally, procedures are in place requiring all assembly room personnel to put on a hairnet, as well as a beard cover, when applicable, prior to entering the assembly area. These measures help prevent the introduction of foreign material into the product. Complaints are continuously monitored to identify product and/or process areas where debris/foreign material is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper personal protective equipment (ppe) and maintaining clean work areas. The manufacturing process for device packaging meets regulatory and other health authority requirements for good manufacturing practice (gmp). Part of this process is a 100% inspection of packaging for the pak performed by trained inspectors. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a fiber was seen in an irrigation/aspiration (I/a) sleeve during cataract surgery (with intraocular lens implantation). They opened replacements to complete procedures. There was patient contact on them, it was found after being inserted in the eye by the doctor through the scope. On one occasion, staff saw it and used a different sleeve and on another event the sleeve was removed, and a new one was opened. There was no information about patient impact.